Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The 95% stenosed lesion was located in the right circumflex (cx). The physician pre-dilated the lesion with a maverick balloon 2.5x20mm, then a taxus liberte' 3.50x16mm stent was implanted and inflated to 12atm. The physician then deflated the balloon; however, it was not possible to withdraw the balloon from the stent. The balloon was inflated and slightly turned and pulled back and forth and finally could be withdrawn. There was no patient complications, and the patient was in good condition post procedure.

Manufacturer narrative:
Following a detailed device analysis it was not possible to confirm the issue described in the complaint. Device analysis measured the outer diameter of the proximal weld region was within specification. The unit was connected to an encore inflation device. Attempts to inflate the device were unsuccessful due to the presence of solidified contrast media present within the entire length of the inflation lumen. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is could not be identified. However, the complaint reported the target vessel had 95% stenosis which could have been a contributing factor to the complaint incident.